Manufacturer narrative:
A customer technical support (cts) specialist assisted the customer troubleshoot the instrument over the phone. Upon further troubleshooting the customer found build up in the ise drain tube. The customer replaced the ise drain tubing which resolved the issue. The customer did not call back to report further reoccurrence of issue after replacing the tubing. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter email: (B)(6) beckman coulter internal identifier (B)(4) refer to beckman coulter internal identifier (B)(4) for erroneous results generated on event date 4/19/2024. Refer to beckman coulter internal identifier (B)(4) for erroneous results generated on event date 4/21/2024.

Event description:
The customer reported on (B)(6) 2024 the dxc 700 au chemistry analyzer generated false low ion selective electrolyte (ise) patient results, which include sodium (na), chloride (cl), and potassium (k), for three (3) patients involving the dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.